Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection/extrusion. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary with a mentor memorygel breast implant 500 cc and experienced an infection on the left side postoperatively. The patient also experienced device extrusion on the left side. A surgery was performed on (B)(6) 2020 to correct this, but no device explantation occurred. The patient underwent device removal on (B)(6) 2020 and subsequently the replacement surgery with a mentor memorygel breast implant 500cc, catalog number 3505004bc, serial number (B)(4) on (B)(6) 2020.